Event description:
Pt reported the infusion device displayed an e4 occlusion error 4 times on (B)(6) 2012. Pt changed the infusion set and cartridge but was unable to clear the error message. Blood glucose elevated to 32 mmol/l (576 mg/dl), and pt had ketones and was admitted to the hospital. Pt is now "ok." The infusion device was requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.